Event description:
The pump was returned for investigation. Investigation revealed the battery cap contacts were out of specification. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned because the battery cap could not be removed by the patient. There was no allegation of a pump malfunction. The pump was investigated and no defect was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Inspection of the battery cap revealed stripped threads, and the battery cap would not secure properly to the pump. The battery cap contact height was found to be above specifications, and the battery contact width was found to be below specifications. This report is being made against the battery cap only, due to the battery cap failures found during investigation.